Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redn0205 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent catheter placement in october. Extravasation was found at the puncture site during infusion in hospital two months after catheter placement. Removed the catheter and found it ruptured at 3 cm above the puncture site. Re-catheterization was performed.